Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's oxygen blending module board was observed. The oxygen blending module was replaced to address the issue. The oxygen blending module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module failing was due to pressure transducer (u29).